Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/01/2014 with the following findings: the pump powered up properly but showed a blank display due to internal moisture damage. There was evidence of moisture ingress observed on the underside of the battery cap. The battery cap was unable to fully tighten to the pump due to the battery cap having damaged threads. Also, the battery compartment was observed to be cracked. The audio bolus button cover was missing and a leak test was failed due to the damage at this location. The pump cover was removed and evidence of moisture ingress was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.